Event description:
Additional information: patient expired in the critical care unit, approximately 7 days post intervention.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: aortic calcification present, including arch, presence of tortuosity in the aorta and tracking of delivery system and crimped valve through guidewire along aortic wall in ascending aorta, unable to fully extend across annulus. The reported event was unable to be confirmed as relevant procedural images were not provided for evaluation. Due to the unavailability of the returned device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the delivery system was inserted and advanced successfully, integrally until the proximal handle part. However, the valve could not be advanced to the intended position as length of the commander delivery system was insufficient to advance through the native annulus (due to the important femoral and iliac tortuosity with lengthened the total length of the vessels). Tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome when tracking through patient anatomy. Also, calcification was observed in the patient aortic vessel. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes during advancement of the delivery system leading to tracking difficulties. In this case, imagery provided by the field showed tortuous anatomy and the delivery system unable to fully extend past the aortic annulus for deployment. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported through edwards lifesciences affiliate in france, regarding an implant case of 26mm sapien 3 ultra in aortic position by right transfemoral approach. The commander deliver system was inserted and advanced successfully, until it reached the proximal handle part of the system. However, the valve could not be advanced to the intended position as length of the commander delivery system was insufficient to advance through to the native annulus (due to the important femoral and iliac tortuosity with lengthened the total length of the vessels). Another lunderquist wire was inserted through the left femoral artery to try to linearize the aorta but it did not solve the issue. It was decided to retrieve the system. The delivery system and valve were removed without issue. Injection was performed to assess the vascular integrity and massive iliac dissection was observed. The patient was intubated and transferred to the CT scan. Dissection was confirmed, from the aortic cs ostia to the iliac section, occluding the left carotid trunk. The decision taken was not to perform surgical repair of the vasculature due to low benefits/risks. The patient was unresponsive when they awoke, and stroke was assumed. Patient was sent to ICU. As per medical opinion, the root cause of the tracking is related to the patient vessel tortuosity. The root cause of the dissection is potentially the second lunderquist wire. The stroke was most likely caused by the carotid trunk obstruction.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thy procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring< 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. As per medical opinion, the root cause of the tracking is related to the patient vessel tortuosity. The root cause of the dissection is potentially the second lunderquist wire. The stroke was most likely caused by the carotid trunk obstruction.a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Not returned.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: aortic calcification present, including arch, presence of tortuosity in the aorta and tracking of delivery system and crimped valve through guidewire along aortic wall in ascending aorta, unable to fully extend across annulus. The reported event was unable to be confirmed as relevant procedural images were not provided for evaluation. Due to the unavailability of the returned device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the delivery system was inserted and advanced successfully, integrally until the proximal handle part. However, the valve could not be advanced to the intended position as length of the commander delivery system was insufficient to advance through the native annulus (due to the important femoral and iliac tortuosity with lengthened the total length of the vessels). Tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome when tracking through patient anatomy. Also, calcification was observed in the patient aortic vessel. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes during advancement of the delivery system leading to tracking difficulties. In this case, imagery provided by the field showed tortuous anatomy and the delivery system unable to fully extend past the aortic annulus for deployment. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.